Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and reviewed available data. Data analysis determined the cause to be the s-icds system electrode, with the data consistent with a fracture. Ts discussed replacing the electrode as the only option to address the reported issues and ensure therapy effectiveness. Subsequently, this electrode was explanted. A new electrode was implanted. No additional adverse patient effects were reported.